Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag. The arteriotomy locator was returned as well. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was found to be slightly bent. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The distal tip of the hemosheath was inspected under the microscope for the presence of the anchor. It was noted that the anchor was halfway exposed at the distal tip of the sheath. The anchor was not exposed enough to catch on the monofold and properly post to the tip of hemostasis sheath. No other visual anomalies were noted. To determine if any anomalies existed which prevented the anchor from posting to the distal tip of the sheath, the returned device subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor with a small portion of the collagen and distal tip of the carrier tube to become exposed. The anchor was viewed, and it was found to be bent. The deployment sleeve was then moved into the rear lock position. The anchor was observed dangling at the distal tip of the hemosheath. There was slack in the suture that caused the anchor to not post at the appropriate angle. Then, the digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an obstruction to the anchor posting to the distal tip by artery rear wall due to over insertion or other factors extraneous to the device may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate did not come out. Manual pressure was held. There was no patient injury/medical or surgical intervention required. The patient condition was fine. The procedure outcome was a success. Additional information was received on 03jun2020. The procedure being performed was a pseudo aneurysm repair. Pre insertion angiogram was performed. The device went together fine and the doctor pulled the pieces apart hearing both clicks. Upon pulling back on the device to set the intro arterial footing, the entire device came out. The footing could be seen at the top of the device as it never properly exited the device. The patient remained stable. Due to the anti-thrombin medication the patient was on, manual pressure was held for thirty minutes. Hemostasis was achieved and the patient was transported to ICU for monitoring.